Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test, measured pressure values exceeded acceptable limit, 21.33psi, 21.70psi and 21.35psi" was not reproduced. The flowline performed downstream occlusion testing and the downstream occlusion test passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was an out of calibration downstream sensor and an out of adjustment downstream tubing guide. The downstream sensor required to be calibrated and the downstream tubing guide required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test, measured pressure values exceeded acceptable limit, 21.33psi, 21.70psi and 21.35psi during testing in the biomedical service department. There was no patient involvement. No additional information is available.